Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a high pitched noise. Blood glucose level at the time of the incident was 150 mg/dl. During troubleshooting, the customer was unable to get the display to return after inserting a new battery. Customer also reported getting an unexpected restart alarm and was unable to clear it. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms or unexpected restart error noted during testing. (B)(4).